Manufacturer narrative:
H3: product analysis as found condition: the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch and within a dispenser coil. The unknown non-medtronic micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the concerto pusher was found broken at the break indicator with the release wire retracted, indicative of a manual detachment attempt. The coin was found fully retracted out of the lumen stop, the shield coil was found undamaged, and the implant coil was already detached and not returned for analysis. Testing/analysis: the concerto coil could not be used for resistance testing as the implant was already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed. The break indicator was broken, the release wire/coin was retracted, and the implant coil was detached as expected by the detachment subassemblies. Customer did not report detaching the device. As the unknown non-medtronic micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil encountered resistance and stuck at the catheter middle section. It was unknown if the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the procedure was completed using a new medtronic device. The coil had come out of the introducer sheath smoothly. The catheter was not a medtronic product.